Event description:
It was reported about 5 minutes after the patient used PICC infusion on the 11th-22nd, the patient complained of leakage, went to check the leakage at the PICC puncture point, and found that the catheter had a trachoma after exiting the catheter 1cm, that is, the dressing was changed, and then withdrawn 3cm, and 7cm was cut off with sterile scissors, and the catheter was now exposed to 3cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received